Event description:
It was reported that the patient presented in the emergency room after an alert for long charge time following multiple appropriate shocks for ventricular tachycardia. Multiple charges were suspected and possibly contributed to a long charge time. In a subsequent follow up, the charge time was noted to be normal. The patient was stable.